Manufacturer narrative:
Still implanted and in use.

Event description:
Dr. Noticed the patient's ipg had migrated and flipped in her pocket, causing mild dis-comfort. She also noticed the strain relief on the stim lead is no longer there and has been pulled tight. She also believes the lead has migrated superficially and is now noticeable under the skin. A revision surgery to reposition the device will be required.